Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿no active sensor¿ message while wearing the adc freestyle libre 2 sensor. The customer was unable to obtain scan readings and as a result, the customer experienced symptoms of cold, couldn't talk, weakness, and a seizure. The customer had contact with a healthcare professional and was administered glucose via IV and glucose gel on the tongue for treatment. There was no report of death or permanent impairment associated with this event.